Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Per (B)(4), cases where the sensor session line is missing in share support tool and share support service, complaints will be closed since a data investigation cannot be completed as data ambiguity cannot be resolved further.